Event description:
It was reported that pump screen stayed dark and would not turn on despite multiple attempts. There was no reported impact to the customer¿s blood glucose level. Customer followed technical support instructions to press pump button in different ways, connect pump to a working charger, and wait for startup, but pump remained unresponsive with red light and no vibration, so technical support arranged pump replacement under warranty, instructed customer to use multiple daily injections as backup insulin therapy, to reenter pump settings and reconnect glucose sensor on replacement pump, to let battery fully deplete before return, and to send defective pump back using prepaid label.